Event description:
The reporter obtained back to back (rapid succession) blood glucose results of 191, 272 mg/dl. He stated that he did not have any symptoms during testing. The reporter did not have control solution to use for testing.